Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a failure to shock. Defibrillation therapy was inhibited as lead noise was detected during a ventricular fibrillation episode. No intervention was done and the lead will continue to be monitored. The patient was stable and asymptomatic.